Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported an as50 infusion pump with a condition of "interruption of delivery and patient woke up during surgery". The physician had to remove the syringe and manually administer the drug to the patient to resume surgery. This condition occurred during patient delivery. The drug being delivered was propofol. The device was programmed as follows: (B)(6), 125ml/min, 5/10ml/cc. There was no patient injury reported. No additional information is available.

Event description:
On (B)(6) 2010, the facility's biomed indicated that she evaluated the pump and found nothing wrong with it. The biomed also indicated that since there was nothing found wrong with the pump, it was placed back in service and they have had no further issues with the pump. However, the pump is available for evaluation. The biomed also reiterated that there was no injury to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Device availability is unknown at this time. If further information and/or the device becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been serviced one time prior to this event. The device has not been previously sent into service for the reported condition of "interruption of delivery." The reported condition was confirmed and duplicated in that an interruption of delivery did occur during testing. The customer did not report a failure code at time of reported condition. Failure m046120 is related to the detection of the drive assembly plunger moving too fast or not at the proper time. The root cause was determined to be sticky plunger driver or the improperly seated j7 connector. The device has been serviced one time prior to this event. The device has not been previously sent into service for the reported condition of "interruption of delivery." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.